Event description:
It was reported that the programmer screen was not working. The pen was changed twice and still had problems. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer screen was not working. The pen was changed twice and still had problems. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the stylus pen was not tracking with the overlay screen; the overlay was found out of electrical specification. It was also noted that the programmer failed the right antenna test; right antenna was found out of electrical specification.